Event description:
On (B)(6) , 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the sheath encountered resistance during insertion, which resulted in a failure to advance, and it was further reported that the patient experienced stabbing pain. Then, the introducer sheath was removed, and it was noted that the distal tip of the sheath was irregular and rough. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the complete view of sheath with loaded dilator. Physician was holding the sheath handle. Blood residues were noted on the tip of the dilator and sheath handle. Minor sheath bunching and deformation were noted on the sheath edge near the dilator tip. Functional failure cannot be verified by the visual analysis and without physical sample. The investigation is confirmed for the reported sheath deformation issue. However, the investigation is inconclusive for the reported physical resistance and advancement failure issue as provided photos are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the sheath encountered resistance during insertion, which resulted in a failure to advance, and it was further reported that the patient experienced stabbing pain. Then, the introducer sheath was removed, and it was noted that the distal tip of the sheath was irregular and rough. The procedure was completed using another device. There was no reported patient injury.